Event description:
Reference number (B)(4). Event occurred in germany. On (B)(6) 2024 , it was reported by the patient that he was hospitalized for overnight due to hyperglycemia and ketoacidosis. High blood glucose level was over 400 mg/dl and treated by IV drip. Ketone level was 4. Symptoms at the time of hospitalization was nausea, vomiting, and dizziness. No further information was available.

Manufacturer narrative:
H11 : (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.